Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir cracked compartment and reservoir screws in the pump the plastic is broken off. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated they were unable to secure the reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was received with partial broken battery reservoir tube lip noted. The p-cap locks into the reservoir compartment properly noted.